Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37754, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger and implant battery have completely depleted and is totally dead. The patient reported that they lost their desktop charger and power cord and therefore could not charge the recharger. It was reported that the recharger couldn¿t be used to charge the implant battery; therefore, the implant battery is also dead. The patient stated that they would like to meet a manufacturer representative to get the recharger charged up a bit because with some charge in it, the recharge could last a couple weeks and they would be able to use that to charge the stimulator. A replacement desktop charger was requested to be sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement desktop charger resolved the recharging issues. There were no further complications reported or anticipated.